Event description:
It was reported that this left ventricular (lv) lead presented high out of range impedance. An x-ray/fluoroscopy image showed there was a fracture, which resulted in a separation between the two ends of the lead. The lead was explanted and successfully replaced. No additional adverse patient effects were reported. The product is not expected to return for analysis.